Event description:
On 8/30/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event requiring assistance to treat. The exact event date was not reported but is estimated to have occurred on 8/29/24. The user reported to the cds they experienced a hypoglycemic event, during which they became disoriented and called paramedics, who administered glucose. There was no hospitalization. The user is currently wearing the ilet system, and a factory reset of the ilet was performed with the cds. Additionally, re-education was provided, as the user had previously not been announcing meals. Multiple attempts by beta bionics customer care to contact the user to obtain additional event information have been unsuccessful.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device logs confirm mild hypoglycemia occurred during the presumed event period. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values when it was able within the limits of bg-run mode. The ilet was appropriately triggering device and cgm glucose alerts. The hypoglycemia occurred after cgm glucose had been in range for approximately 10 hours. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. Without additional information from the user, the cause of the event cannot be determined. It is unclear what caused this hypoglycemic event, as there was minimal insulin above basal insulin delivered over the 10 hours prior to the one episode of mild hypoglycemia seen in the device logs. Having the device volume set to "off" likely contributed to the severity of the event.